Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: an unopened sample of product was returned for analysis. The issue sample was not received for evaluation. During the visual inspection of an unopened sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The sutures was dispensed without problems and examined along the strand with no defects or damages observed. A functional test was performed and the pull force was above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no suture needle pull off was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total hip procedure on (B)(6) 2018 and a suture was used. During surgery, the suture was popping off the needle at the swage. The procedure was completed with a replacement device. There were no adverse patient consequences reported. No additional information was provided.